Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported an infection at the implantable neurostimulator (ins). There was drainage and an incisional wound opening. The patient had medical problems with her back. Her healthcare provider (hcp) was alleged to not be sure if they were related to the device/therapy. About 2 weeks after implant, she got a really bad infection in her throat. She was put on antibiotics and when this didn't resolve the issue, a cyst in her throat was lanced about a week later. The infection was believed to have gone to her ins. The incision was not yet healed up and was infected. The patient had antibiotics for that. Bloodwork was done and the incision was noted to be draining. It was open and draining green and yellow. Samples were taken and were sent to be cultured. The infection was noted to be confirmed. Additional information received from the hcp reported that the results of the culture were mixed skin flora. The patient was given post-operation antibiotics. The patient had reacted to the suture. Once the suture was removed, she healed with no issues. Relevant medical history included failed back surgery syndrome and spinal pain. No further follow-up was required.